Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: [1] numbness, swelling, pain with activities, radiating pain, night pain and instability [2] uses cane, rom: 0-100degrees, increased subsidence [3] xrays, with valgus alignment left tka femoral component bone scan [4] increased activity in femur and tibia'. [5] spinal + mac, ebl<50 ml, significant amount of synovitis from gross loosening of the femoral component, tibial component intact, femoral bone loss, 'when I had placed the trial metaphyseal cone and tried to place the trial femoral component in place this caused an anterior cortical fracture line which I visualized to its most proximal extent, proximally 5 cm.' Femoral component found with little cement attached to it and was loose. 'Femoral component had de-bonded from cement'. The complaint is confirmed.. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while trialing the femur during a left total knee revision an anterior cortical fracture was noted. A cable was placed for stabilization, and the procedure was completed without further complication.